Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "after installing new battery s/n (B)(6) and charging at least 50%, vent was attempted to be used on a patient. Prior to that it was on battery power and produced tf codes 446029, 431001, and 485001.". It was additionally mentioned that a different ventilator had to be obtained. No heath consequence or impact.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. After installation of the new battery, the device switched to ambient mode when disconnected from ac power. The same behavior was observed when the affected battery was installed in another device, confirming that the issue followed the battery. The failure occurred before connecting the ventilator to the patient. The battery was replaced. Following the replacement of the battery the device passed all tests in service software and returned in use. This case is considered closed.